Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical records review: the patient status post motorcycle collision with injury had a vena cava filter deployed with good orientation in an infrarenal position. Approximately six years post filter deployment, a computed tomography scan demonstrated multiple struts of the filter external to the inferior vena cava lumen extending past the lumen approximately 1-2 mm. There was no evidence of filter strut detachment or bending. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately six years post filter deployment, CT demonstrated multiple struts external to the inferior vena cava lumen. Therefore, the investigation can be confirmed for perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 10/2011). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter struts have perforated into the organs and the mesentery. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.